Manufacturer narrative:
(B)(4). Date sent to the FDA: 09/03/2019. H3 device evaluation summary: one opened sample of product code 4999 were returned for analysis. During visual inspection of the sample, a partially dispensed green suture (braided) with a cutting-edge needle could be observed; however, this mismatched with the print description on the foil for product code 4999 that required an ethilon black suture (monofilament) and a taper point needle. The manufacturing record evaluation review could not be conducted, because the batch number of the complaint is unknown. According to the sample received, the assignable cause is mixed product.

Manufacturer narrative:
(B)(4). The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Investigation summary: only a picture of the sample was received for analysis. Upon visual inspection of the picture, a sample of product code 4999 with a green suture could be observed. The product code 4999 requires an ethilon black suture and a taper point needle. The manufacturing record evaluation review could not be conducted, because the batch number of the complaint is unknown.

Event description:
It was reported that a patient underwent a ventral hernia procedure on (B)(6) 2019 and suture was used. The suture was meant to be black and is green and wrong needle and suture material. The issue was noticed it was incorrect upon opening. Opened one other suture from the box and no issues. There were no adverse patient consequences reported.